Manufacturer narrative:
(B)(4). Failure analysis for fiber 0010-2400-717b-(B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the distal tip of glass cap and metal cap are detached and not returned; the outer flow tubing open end exhibits minor scratch marks, abrasions, and erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 10:49 minutes, 101,100 joules while using the surgical fiber during a prostate procedure, the fiber became dislodged inside the patient. The greenlight procedure was stopped and the case completed using "conventional resection". Patient outcome "ok" - there was no injury reported.